Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event loop-cutting problem.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the colon to remove polyps during a polypectomy procedure performed on (B)(6) 2024. During the procedure, after inserting the snare and catching the polyp, they attempted to pull back the loop but could not cut the tissue. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.